Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, blood glucose level displayed "high" and customer administered manual injection to resolve this issue. Customer loaded a new cartridge for insulin therapy.